Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated that it is taking over an hour to charge the implant, when it used to take about 20 minutes. Caller says they did not make any programming adjustments that prompted the issue. Agent asked the patient if they let the controller screen go blank while charging the implant and patient said they were unsure. Agent reviewed with the patient that the screen will go blank to conserve battery. Agent advised the patient to keep a recharging diary for the next few times they charge their implant and to make sure that when the screen goes blank, they let it stay blank and check the screen once every 10-15 minutes to see if it still shows excellent/good etc. Pt says they generally charge when ins is around 70% the patient was redirected to their healthcare provider to further address the issue.